Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under general anesthesia. According to the complainant, the anesthesiologist came in and stated the patient had a seizure after the spaceoar procedure and asked how much lidocaine was used. Reportedly, 3ml of lidocaine at the skin depth was used during the procedure. The patient has a known allergy to iodine so a regular spaceoar kit was used and not the spaceoar vue. The target space between the rectum and prostate was identified and the gel was placed without issue. The anesthesiologist deduced that the patient might have seized because of the ketamine. The patient was given versed to counteract the ketamine. The patient was reportedly doing much better and will be discharge soon.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under general anesthesia. According to the complainant, the anesthesiologist came in and stated the patient had a seizure after the spaceoar procedure and asked how much lidocaine was used. Reportedly, 3ml of lidocaine at the skin depth was used during the procedure. The patient has a known allergy in iodine so a regular spaceoar kit was used and not the spaceoar vue. The target space between the rectum and prostate was identified and the gel was placed without issue. The anesthesiologist deduced that the patient might have seized because of the ketamine. The patient was given versed to counteract the ketamine. The patient was reportedly doing much better and will be discharge soon.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: patient code 2063 captures the reportable event of seizures. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.